Manufacturer narrative:
(B)(4)

Event description:
On 07/12/2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) female patient. There was no patient information at the time of this report. New information was received on 07/20/2016 that involved repeat testing on I-stat that suggested a potential product malfunction. The customer also states that return product is not available for investigation. The investigation is underway. Date: (B)(6) 2016, time: 15:40, method: I-stat, lot: h16038, na: 118, ci >140; (B)(6) 2016, unk, I-stat, h16038, 141, 104, comment: received on 7/20/2016. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(6) 2016. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
Na.